Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Received a copy of the customer's medwatch report which states, "IV tubing leaked when primed with medication. Tubing was changed out." There was no patient harm. The customer reported "the product had been primed in the ed, the ICU nurse noted the leak once the patient was transferred. The medication was being infused when the leak was noted."

Manufacturer narrative:
The customer¿s report that the set leaked was confirmed. Functional testing resulted in the set leaking from the top of the silicone segment. Inspection under magnification showed that the leak was from a small hole on the silicone segment. No tool marks or crush marks were observed on the upper fitment. The cause of the leak was a small hole in the silicone pump segment near the upper fitment. The root cause of the hole could not be determined.

Event description:
Received a copy of the customer's medwatch report which states, "IV tubing leaked when primed with medication. Tubing was changed out." There was no patient harm. The customer reported "the product had been primed in the ed, the ICU nurse noted the leak once the patient was transferred. The medication was being infused when the leak was noted."